Event description:
It was reported that during the middle cerebral artery (mca) procedure the subject coil broke inside the microcatheter. The subject coil and microcatheter were replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Based on returned device analysis the main coil was found to have been detached at the detachment zone due to a physical break of the pi wire. The main coil was not returned and therefore it could not be confirmed if the main coil was broken. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed during the analysis. However the main coil was detached when returned and this is consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The information provided in the complaint indicates that the device was in good condition prior to use and was used in accordance with the IFU. An assignable cause of undeterminable will be assigned to the main coil broken/fractured during use as the main coil was not returned. A probable cause of procedural factors will be assigned to the coil delivery wire broken/fractured during use since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. It is likely that the delivery wire was kinked during the procedure. Because this defect appears to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage will be assigned to the coil delivery wire kinked/bent.

Event description:
It was reported that during the middle cerebral artery (mca) procedure the subject coil broke inside the microcatheter. The subject coil and microcatheter were replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.